Event description:
On 11/12/24 a beta bionics clinical diabetes specialist became aware that an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on 11/11/24. On 11/18/24 a beta bionics customer care agent followed up with the user's mother about the event. On (B)(6)2024 the user was hospitalized with dka after experiencing high bg levels overnight. The assisted living facility reported that no nurse was available during the night to manage the ilet system, resulting in the user being sent to the ER the following morning and admitted to the ICU. The user received treatment, including IV insulin, fluids, and electrolytes, and was diagnosed with kidney failure. The facility determined they could not manage the user's pump therapy, and due to the risks involved, decided to discontinue the ilet and revert to a shot regimen. The user, who is autistic, requires nurse assistance for diabetes management. The user's mother was advised to initiate the ilet return once the user is discharged. The user was using a dexcom g7 continuous glucose monitor (cgm) at the time of the incident.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.